Event description:
It was reported that there was no stimulation sensation. Patient never had therapeutic effect. It was noted that the patient was experiencing acute pain. Patient¿s implantable neurostimulator (ins) had not worked in over a year. It was noted that the ins had never really helped with the pain in her back. Patient had gone back for reprogramming about a year prior to this report. Patient had never made adjustments with the patient programmer. Patient wanted the ins removed. It was noted that the patient had not charged the ins for about a year. Patient had an appointment scheduled for 2013 (B)(6). The appointment was for pain. The patient's health care provider has not seen the patient since (B)(6) 2009.

Manufacturer narrative:
Product ID 37092, lot# 215040001, implanted: 2009 (B)(6); product type accessory product ID 3 708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).